Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: revision of a gmrs distal femur due to infection. A patient specific implant request form was received for the patient's left knee. The requested implant is to replace a spacer construct implanted previously. As reported by the facility's design engineer: "the patient has a stryker gmrs distal femur which was revised due to infection, currently on an antibiotics course with spacer...the patient was revised to spacer last week." Notes on the request form indicate the patient was found to be infected in (B)(6) 2022. Anticipated surgery date is on (B)(6) 2022.